Event description:
It was reported that the procedure was to treat a 90% concentric lesion in the proximal circumflex (cx) artery with moderate tortuosity and moderate calcification. A xience prime stent was implanted in the proximal to distal cx lesion, intentionally jailing the obtuse marginal vessel, to treat the lesion in the cx. A guide wire was advanced through the stent struts to the lad. The 2.0 x 15 mm voyager balloon was prepared prior to use, per the instructions for use. The voyager was advanced without issue to the mid cx and inflated. The balloon was inflated for the first time to 8 atmospheres; however, the balloon ruptured. The voyager was removed without issue. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.